Event description:
It was reported that the patient experienced a burning and heat sensation at the pocket and lead area. There was no known accident or incident related to the event. "The patient noted that when the stimulation his headaches were worse than before". "The patient did not that he had not turned the stimulation on "for awhile" due to painful stimulation". The sensations (burning/heating) occurred when the device was on or off and had been bothering the patient "for a few weeks". The system was checked and everything was ok. The doctor wanted to rule out an allergic reaction as the reason for the burning sensation. It was also noted that the patient was no longer using the system, and was managing pain with oral medications. Additional information received reported that the event was attributed to the implantable neurostimulator. The event was noted to be a subjective report. There were no problems noted on the exam or blood test. There was no definable diagnosis for the event. There was no inflammation seen clinically or on serum markers. The patient reported pain on every stimulation contact, and pain was unchanged based on the battery status. The entire system was explanted. No problems were seen when the system was removed. The patient outcome was reported as no injury.